Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl and that the insulin pump possibly over-delivered. The customer treated for the low blood glucose with food. Customer¿s blood glucose level was 35 mg/dl at the time of the call. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will not be returned for analysis.